Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was hooked up and laid on the material gauze while the physician assistant was performing the dissection. The tissue welder was not being activated, however, it automatically turned on and burnt the gauze. The staff wrapped up the burnt gauze and removed the device from the field. This was not close to the pt so there was no pt effect involved. The hospital used a second hemopro device, successfully completing the case. No pt complications were reported by the hospital. The hospital stated that they follow the IFU recommendation for extension cable stabilization and it was unk how many times the extension cable has been sterilized.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).